Manufacturer narrative:
MFR received date: (B)(6) 2019. The service engineer (se) inspected the device. The se found the panel button operation was poor and calibration was unable to be performed normally since misalignment in the coordinate was significant. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
It was reported that the ventilators touch panel and touch panel calibration failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 05 feb 2020. The touchscreen was return for failure analysis. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.